Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 4.4, 3.3 and 3.6 inr. The corresponding lab result reported was 2.89, 2.47, 2.69 inr.